Event description:
It was reported that since implant the threshold on the right ventricular (rv) lead had been increasing. The patient also reported p ain sensations with rv stimulation. The lead was repositioned. Following the revision procedure the patient developed a very slight and unspecific infection. Broadband antibiotic therapy for a few days was initiated. The implantable pulse generator (ipg) and leads remained in use. The system was later explanted for reasons unrelated to this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the rising threshold described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).